Event description:
Pt underwent gastric bypass surgery. During the procedure, the pt was positioned on the skytron hercules electric o.r. Table. The pt was extubated. The anesthesiologist was unable to raise the head of the table. The kidney rest was in the elevated position. The anesthesiologist then pressed the restore button and was still unable to raise the head of the table. The pt's oxygen saturation fell and spontaneous respirations were labored. Manual ventilation was ineffective and the pt was re-intubated. Prolonged ventilation in an ICU setting was required. The pt was eventually discharged without complications. It was determined after contacting the MFR that the head of the table cannot be raised if the kidney rest is elevated. The unit alarms when the "heads up" button is pressed but does not alert the user that the kidney rest needs to be lowered before raising the head. The alarm only indicates errant use of the table versus no reaction.